Manufacturer narrative:
E.1 additional email address: (B)(6). E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield detached from needle and the health care professional received a post-use needlestick injury. Results about the health care workers intervention have not yet been obtained. There was no report of any patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the professional was activating the safety device and it detached from its base, causing a sharp accident. On (B)(6) 2023, customer reports: the issue happened after sample acquisition. There are no physical samples available. The issue caused an accident with the professional that was performing the sample acquisition. There was blood exposure through a superficial piercing in finger's side, tearing the skin.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield detached from needle and the health care professional received a post-use needlestick injury. Results about the health care workers intervention have not yet been obtained. There was no report of any patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the professional was activating the safety device and it detached from its base, causing a sharp accident. On april 14, 2023, customer reports: the issue happened after sample acquisition. There are no physical samples available. The issue caused an accident with the professional that was performing the sample acquisition. There was blood exposure through a superficial piercing in finger's side, tearing the skin.

Manufacturer narrative:
H.6 investigation summary "material #: 368607, lot/batch #: 2179100. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield detached from needle and the health care professional received a post-use needlestick injury. Results about the health care workers intervention have not yet been obtained. There was no report of any patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the professional was activating the safety device and it detached from its base, causing a sharp accident. On (B)(6) 2023, customer reports: the issue happened after sample acquisition. There are no physical samples available. The issue caused an accident with the professional that was performing the sample acquisition. There was blood exposure through a superficial piercing in finger's side, tearing the skin.

Manufacturer narrative:
The following field has been updated with additional information: b.6. Relevant tests/laboratory data: the employee was referred to the infectious diseases reference center.... And to the ... Hospital, after the consultation and tests she started treatment with retroviral drugs.